Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp), regarding a patient who was receiving hydromorphone (0.25 mg/ml) at an unknown dose (the dates of therapy and lot number were not reported) via an implantable pump. Indications for use included spinal pain. Concomitant medications an medical history were not reported. On an unknown date, reported as last week (as of (B)(6) 2015), the pump was refilled. Since (B)(6) 2015, the patient was in a lot of pain; they had leg and foot pain, and felt that the "pump was not working properly." Additional information regarding troubleshooting of the pump issue, and actions/interventions, causality, and resolution of the pain in the leg/foot was requested; if additional information is received, a follow-up report will be sent.